Manufacturer narrative:
(B)(4). No serious injury or death involved in this complaint. Malfunction alleged. Per the independent repair center, the customer alleged problem is unit has low o2 or yellow light. The key failure is the manifold valve assembly is sticking. Additional malfunction was the power switch has no functioning alarms due to a short circuit.

Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light and the unit alarms are not functional. The key failure is the manifold valve is leaking and the power switch has a short circuit. The non-alarming issue is a reportable event which is the basis of this FDA filing.